Manufacturer narrative:
The t:slim user guide states "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s),target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels (40-48 mg/dl). Reportedly, the customer had adjusted their settings without consulting with their healthcare provider. The customer consumed fruit and cookies to address their bgs. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.